Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device is unable to boot- stuck on rdt starting screen. The customer reported it is not possible to make the device boot at all. The customer tried with usb(universal serial bus) and opening the device to check for faults. There was no patient involvement and no impact alleged.